Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the healthcare provider had no serial numbers reported. The healthcare provider started that interstim was hurting all the time and wanted it removed. The patient's weight was reported as (B)(6) pounds.

Manufacturer narrative:
Continuation of medical devices: product ID 3537, product type programmer, patient. Product ID 3057,product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that they could not get their controller to unlock. Attempted to troubleshoot without success. Patient still was unable to unlock controller. The patient stated she was in a lot of pain and hurting a lot. Couple days later patient was getting the message on her verify controller "cannot provide your desired settings. Call your clinician. " a call later reported that reported that when trying to switch sides from left to right, they were unable to engage the opposite side. Patient was receiving the message on her controller "cannot provide your desired settings. Call your clinician." Unable to resolve by any troubleshooting. Patient stated that the device was now causing her pain. She believe that the lead moved toward her vagina and now the stimulation was uncomfortable. She stated that she had just got back from the drug store and that ever since climbing in the back was now causing pain. Patient was unable to unlock controller, just had her turn off the stimulation. No troubleshooting was performed and the issue was not resolved that the time of the report. The patient indicator for use were for urgency frequency. No further complications were reported/anticipated.